Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a ticl implantable collamer lens, -13.50/+2.0/091 (sphere/cylinder/axis), into the patients left eye (os). The lens was reported as having rotated and was repositioned. The lens remained implanted. Additional information has been requested but none has been forthcoming.